Manufacturer narrative:
Exemption number: (B)(4), permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The reported patient effects of worsening mitral regurgitation (mr), tissue damage and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The tissue damage resulting in single leaflet device attachment (slda) and subsequent patient effects were likely due to case circumstances. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The slda resulting in recurrent mr was likely due to the torn leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with an mr grade of 3. One clip was implanted, reducing mr to 1. On (B)(6) 2019, the patient presented with dyspnea. An echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Leaflet injury was also noted and mr increased to 4. On (B)(6) 2019, a second mitraclip procedure was attempted, but the leaflets could not be grasped, so the clip was not implanted and the procedure aborted. Valve replacement surgery is planned. No additional information was provided.